Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02026, 0001825034 - 2019 - 02027, 0001825034 - 2019 - 02028.

Event description:
It was reported the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day due to elevated markers, white count and crp. It was noted the surgeon was going to wash them out but has not booked the case as of yet. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed with x rays. Review of the available records identified superior position of the femoral head within the acetabulum suggests polyethylene wear. Femoral component demonstrates slight valgus positioning as well as rounded lucency along the greater trochanter suggesting osteolysis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definite root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.